Manufacturer narrative:
The suspect medical device section was updated. The investigation noted issues with the customer's calibration results. Qc was within the specified ranges on the day of the event. During a review of the alarm trace, liquid level detection (lld)/aspiration alarms were observed. The customer used 13 mm sample tubes with no rack adapter. Product labeling states "use 13 mm sample disk tube adapters (13 mm sdta) for 13 mm primary sample tubes. " the malfunction is consistent with a pre-analytical handling issue at the customer site.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter complained of a low result not corresponding to the clinical picture for 1 patient sample tested for elecsys hcg + b (hcg + b) on a cobas e 411 immunoassay analyzer. The initial result was 0.384 miu/ml using reagent lot 430912. This result was reported outside of the laboratory where it was questioned as a higher result was expected as the patient has gestational trophoblastic disease and does not take any medication. The sample was repeated with a 1:100 dilution and the result was 1076 miu/ml with a data flag using reagent lot 430912. The doctor considered this result to be correct. Product labeling states "the concentration of the diluted sample must be > 100 miu/ml." On 14-oct-2020 the sample was repeated with a result of 2664 miu/ml with a data flag with reagent lot 454060 expiring 31-may-2021. The sample had been stored for more than a month between 2-8 °c in the primary tube. Product labeling states the sample is "stable for 3 days at 2-8 °c." The sample was repeated again with a result of 2456.0 miu/ml using reagent lot 454060. The e411 analyzer serial number was (B)(4).